Event description:
The customer reported that their aptio centrifuge module stopped functioning for 1.75 hours. The customer was processing 14 accident and emergency samples, that potentially breached their sample processing turn-around time. There were no discordant results provided by the customer. There were no reports of patient injury or harm caused by the aptio centrifuge non-functioning. There are no reports of patient adverse health consequences due to the non-functioning aptio centrifuge.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the aptio centrifuge module data and determined that the cause of the event was unknown. No further information was provided by the customer.